Event description:
It was reported that a patient presented to the clinic with a pocket infection. The infection was verified by swabbing the pocket. The patient's pacemaker was explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.